Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays by a third party hcp noting dislocation of the left total hip arthroplasty. Nonspecific geographic zones of lucency in the trochanteric zone of the proximal femur. This could be chronic in nature related to poor bone mineralization. DHR was unable to be reviewed as the lot number for the device is unknown. Additional information received states the patient muscle is weak however, the root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was further reported that the patient underwent a revision procedure. No additional information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Implant date - unknown date approximately 23 years post-implantation. Concomitant medical products: item# unknown / unknown cup lot # unknown. Item# unknown / unknown liner lot # unknown. Item# unknown / unknown stem lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -02784.

Event description:
It was reported patient has been indicated for hip revision approximately 23 years post implantation due to dislocation and muscle weakness; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.